Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all button function properly however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with scratched lcd window, cracked case near display window corners and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer stated the numbers on their keypad were scrolling. Customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.